Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00, 21.0 diopter intraocular lens (iol) was explanted from the right eye (od) as the patient complained of dysphotopsia and was not happy with the multifocal lens. The lens was replaced with a model zxr00 (20.5 diopter) iol. There was no patient injury reported. It was confirmed there was no incision enlargement, no sutures required and no vitrectomy was performed. No additional information was provided.

Manufacturer narrative:
Corrected data: the manufacturer postal code (zip) (B)(6) was inadvertently not included in the initial MDR report, therefore, it has been captured in this follow up report. Device evaluation: the product testing could not be performed as the complaint device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.